Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: patient was implanted with prodisc-l at l5-s1 on (B)(6) 2012. Patient was returned to the or on (B)(6) 2012 for removal of hardware. The poly inlay became dislocated. The prodisc-l implant was replaced with a synfix implant. This is 3 of 3 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The measurable dimensions were found to be in compliance with the technical drawings and ao asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard. No product fault could be detected. Based on the provided information we are not able to determine the exact cause of this occurrence.